Event description:
During the preventive maintenance of the pump we found inaccuracies in volume that is being delivered. The pump was set at 125 ml/hour with an expected infused volume of 60.63 ml and 69.38 ml at a 30 minute test that is based on 11% tolerance. Infused volume was 78 ml to 83 ml which is out of specs. On some of the other pumps the volume infused was larger than what is stated. This procedure is performed after using a recertification pump set. Manufacturer response for enteral feeding pump, joey (per site reporter): this report involves 19 different pumps. Some were brand new and others were 1 to 2 years old. We have been working with the company by numerous phone calls and they have also sent two different technicians sent to our hospital. One of our technicians also video taped our process to make sure we were performing the test correctly. Everything we are doing is what needs to be done.